Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up. Upon interrogation, the pulse generator exhibited noise on the ventricular channel. The device was reprogrammed; the patient was scheduled for a follow-up in three months.